Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedances of greater than 2,500 ohms. It was noted that the patient had been non-compliant with follow-ups and when they presented to the clinic, their device had been programmed sub-threshold. A revision procedure was performed, during which the lead was surgically abandoned and replaced. A lead fracture was suspected. No adverse patient effects were reported.